Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced large air bubbles in reservoir. Customer did not recall if there were air bubbles in infusion set. Customer's blood glucose was 10 mmol/l. Customer reported that insulin was room temperature when used. Troubleshooting was performed and customer was advised to troubleshoot with healthcare professional.